Event description:
Patient reported blood glucose levels reaching 37 mmol/l while wearing the pod, prompting a hospital visit. Patient saw a "missing sensor values" message at the time. Ketones were reportedly 5.5 mmol/l and a dose of insulin was administered. Incident details, including the date, were not clearly recalled and were estimated by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.